Manufacturer narrative:
Results: the indigo system catrx aspiration catheter (catrx) was kinked approximately 111.0 cm from the hub. The proximal end of the guidewire lumen was damaged. The rest of the guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx confirmed that the catheter was kinked. If the device is forcefully mishandled at extreme angles, damage such as a kink may occur. The non-penumbra sheath identified in the complaint was not returned for evaluation. Further evaluation of the returned catrx revealed that the proximal end of the guidewire lumen was damaged. This damage may have occurred due to the guidewire lumen catching on the non-penumbra sheath during removal or during the first two passes. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left coronary artery (lca) using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician made two passes with the catrx and a non-penumbra sheath, removing the catrx between passes to flush it. The hospital staff then noticed that the catrx was kinked at the origin of the rapid exchange lumen and, therefore, the procedure was completed using a new catrx with the same sheath. There was no report of an adverse effect to the patient.